Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had been trying to get their stimulator on, but the it would not turn on. Patient confirmed the controller was charged up, but when they turned the intensity up, they didn't feel any intensity at all. Patient said the issue had been going on for a few days and they were getting frustrated. Agent asked, patient confirmed they were not seeing any error messages when trying to increase intensity. Patient mentioned they hadn't felt enough pain relief since implant in march. During the call, patient was able to unlock their controller and confirmed their stimulation was on, with group a highlighted in green. Patient increased intensity in program 1 to 3.4 to program 2 to 1.2. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.